Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1200 serial #: (B)(4) description: precision montage MRI ipg sterile kit.

Event description:
A report was received that the patient was experiencing stomach pain and leads were high. The patient will undergo a revision procedure.